Event description:
Customer reported she was hospitalized for low blood glucose. During high pressure test customer rpeorted that pump did not alarm. Advised customer to disconnect and return pump to minimed.